Event description:
It was reported that the patient presented to the emergency room with chest and left arm pain. Two days later, the patient underwent angiography which revealed lesions in the native obtuse marginal (om) branch and the saphenous vein graft (svg) that went to his om branch. A 2.5 mm x 12 mm promus stent was advanced and deployed at 10 atmosphere (atm) for 28 seconds in the native om branch distal to the anastomosis of the vein graft. A 2.5 mm x 20 mm non-abbott stent was deployed at 14 atm for 30 seconds in the vein graft. Intravascular ultrasound (ivus) confirmed good stent placement. The patient was transferred from the catheterization lab doing fine. When the patient reached his room, he complained of chest pain. The echocardiogram (EKG) results revealed an acute myocardial infarct (mi) and elevated cardiac enzymes; the patient was returned to the catheterization lab. Thrombus was revealed in the 2.5 mm x 20 mm non-abbott stent. A guide wire was passed through the lesion. An attempt was made to remove the thrombus with a thrombectomy device and to balloon the stent open, with no success. The patient's blood pressure dropped, and the patient was placed on a balloon pump and temporary pacer. The patient became unresponsive and recessitation was performed. The patient expired in the cath lab. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.5 x 20 ion; guide wire: choice pt; other: intravascular ultrasound (ivus); integrillin. There was no reported product deficiency and the product was not returned. Angina, arrhythmia, hypotension, myocardial infarction, thrombosis, and death are known adverse patient events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.